Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. No further information was made available by the patient. Should additional information become available at later time, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported that: patient reports pain in the crotch area. She went to her ob/gyn for the pain, but she received recall letter and is waiting on prescription from surgeon for blood work to test her blood for metals. Patient did not want to disclose any further information at this time. She will call back after she sees her surgeon.